Event description:
It was reported to boston scientific corporation that a wallstent rx biliary endoprostheses was used during a stent placement procedure on (B)(6), 2010. According to the complainant, the physician was unable to place the stent because the delivery system would not pull back enabling the stent to be deployed inside the patient. The procedure was completed with another wallstent rx biliary endoprostheses. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted. Investigation results revealed that the stent wires were damaged. Therefore, based on this information, the event is now deemed reportable.

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted. The outer sheath was retracted from the distal tip by 6 mm. No other issues were noted with the profile of the device. During analysis it was not possible to retract the outer sheath by hand so the shaft was dissected proximal to the stent and the inner lumen and stent were withdrawn from the outer sheath. No issues were noted with the profile of the inner lumen; however, the distal stent wires were damaged. Based on the condition of the returned device and the evaluation conducted, the most probable root cause of the reported issues is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.